Event description:
It was reported by the user facility that the hose portion of the pneumatic drill was damaged. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the MFR and the complaint was confirmed. The device eval revealed that the drill performed according to all specifications, however, the hose assembly was torn. It is unk how the hose damage occurred, but may be the result of mishandling. The hose assembly was replaced and the drill was returned to the user facility.